Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Additional information: it is now known that the patient was revised.

Manufacturer narrative:
The device history records for tibial component were reviewed for deviations and/or anomalies with no deviations/anomalies identified. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The letter of representation received for the patient states that the tibial tray of the patient's zimmer knee implant loosened only after three years after it was implanted. Another letter of representation provided states that the patient had to undergo approximately five surgeries to replace this one knee replacement and he can no longer walk straight. The product history search found no other complaints for the part and lot combination. A definitive root cause cannot be determined with the information provided.